Event description:
Surgeon verbalized that operating room table was moving. Staff confirmed that no one was using the hand control or other bed control equipment. Bed continued to move spontaneously in a trendelenburg and right lateral position and continued to move despite being unplugged from the wall outlet. Patient was quickly moved from the operating room table to a stretcher. At this time, smoke was noted coming from the base of the table. Table was removed from operating room and taken to biomed.